Manufacturer narrative:
Date of event was approximated based on 10 months prior.

Event description:
It was reported that the tip broke and remained inside the patient's body. A 200 cm x 10 cm fathom 14 guidewire was selected for used. During the procedure, the tip of fathom-14 guidewire broke and remained in the soft tissue of upper mediastinum. The piece was approximately 8 cm long and has been in the soft tissue for 10 months at the time of the report. The broken guidewire penetrated from the vessel into the soft tissue. There was no further patients complication reported. It was further reported that the target lesion was totally occluded and that there are no planned intervention to removed the device from the patient's body.

Manufacturer narrative:
Date of event - was approximated based on 10 months prior.

Event description:
It was reported that the tip broke and remained inside the patient's body. A 200 cm x 10 cm fathom 14 guidewire was selected for used. During the procedure, the tip of fathom-14 guidewire broke and remained in the soft tissue of upper mediastinum. The piece was approximately 8 cm long and has been in the soft tissue for 10 months at the time of the report. The broken guidewire penetrated from the vessel into the soft tissue. There was no further patients complication reported.